Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015; date of follow-up report : 01/12/2016. One used ls1500 was received for evaluation. Visual inspection found eschar in the knife track. The customer reported the trigger got stuck and they were unable to use the instrument. The reported condition was confirmed. The jaws were not locked and the latch opened and closed properly. Inspection noted dried blood and eschar between the jaws. The blade did not move smoothly and stuck along the track as the trigger was retracted to advance the blade. After cleaning the jaws, the knife moved smoothly along the knife track and returned to home position without assistance. The knife cut was tested on a silicone test strip with acceptable results. The investigation identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws during use allowing tissue and blood to build up. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the trigger on the ligasure device became stuck closed and they were unable to use the device. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. The device will be returned for evaluation.